Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID m995402a001; serial# (B)(6), revealed complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was yesterday the pts controller stopped working for the controller was completely blank and would not turn on. Patient did not have the ac power supply with them at the time of the call. Patient service reviewed with patient how to reset the controller. Patient will try resetting the controller and call back if needed. Pt called back stating their controller stopped working. The pt was told them to reset the controller and put aa batteries into it along with plugging the controller into the ac but it was not doing anything. The controller screen turned on and everything but the controller would not recharge with the controller battery. They had a low battery to their ins and half a battery to the controller. During call pt verified no damage to the controller battery or to the controller battery compartment. Pt plugged the controller into the ac power supply with no battery and verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. The controller battery showed a plug next to it and not a battery perce ntage. Agent closed case. A replacement battery pack was sent out. No symptoms were reported. Pt called back stating they got the new controller battery and was able to charge the ins to 100%. After charging the ins pt went to charge the controller and it would not charge. Pt unlocked the controller and it brought them to the menu screen where the controller was unresponsive. During call pt reset the controller and was then able to recharge the controller with a green flashing light showing recharging. Agent closed case. Patient called stated the controller is not charging when plug into the outlet and they received a battery pack. Patient stated they are able to charge the ins. Patient stated the controller is plug into the outlet right now and recharging. Controller shows ins 90%, controller 50% charged and recharging with green light flashing. Agent reviewed best practice to recharge the controller. Agent reviewed device are functioning as intended.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Product type h11 is updated with the device model and serial numbers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.